Event description:
It was reported "iabp alarming for 'high pressure' and subsequently halting pumping. Unable to identify any issues with kinked tubing, helium, blood in the line or other potential causes. " patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "iabp alarming for 'high pressure' and subsequently halting pumping. Unable to identify any issues with kinked tubing, helium, blood in the line or other potential causes. " patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4) the reported complaint that the "iabp alarming for high pressure" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.